Event description:
It was reported that malposition of a device occurred. A 4mm x 8cm interlock was selected for an embolization procedure. During the procedure, however, the coil was released without the radiologist performing the maneuver. This resulted in the coil being released in an unintended location. No interventions or patient complications have been reported despite multiple inquiries.

Manufacturer narrative:
Device evaluation by manufacturer: unit returned with its original pouch batch 33383851. It was observed that the introducer sheath and the pusher wire were returned. It was observed that the pusher wire was bent at the coil section of the device. The functional test could not be performed because the main coil and the pusher wire are not interlocking. Based on the evidence, the as reported code main coil malposition of device cannot be confirmed, since this issue was not found during the product inspection. The as reported code premature deployment inside patient cannot be confirmed since the main coil cannot be functionally evaluated to confirm this type of failure.

Event description:
It was reported that malposition of a device occurred. A 4mm x 8cm interlock was selected for an embolization procedure. During the procedure, however, the coil was released without the radiologist performing the maneuver. This resulted in the coil being released in an unintended location. No interventions or patient complications have been reported despite multiple inquiries.